Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joints at b1 interface board. The insulin pump has with cracked case at display window corners, battery tube threads and belt clip slot and minor scratched lcd window.

Event description:
It was reported the insulin pump had a blank display after receiving a new battery cap. The device did not show signs of any physical damage. The device was not dropped or exposed to moisture. No damage or corrosion in the battery compartment, battery cap, or spring. Customer had used six different batteries and the device did not turn on. Cleaned battery contact and inserted a new battery, still had a blank display. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time vevo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.